Manufacturer narrative:
It was reported that multiple inaccurate merge occurred. Analysis of data logs determined that an impossible to load the exam error message not described in the complaint description was displayed. The root cause of this issue is a use error. Indeed the surgeon did not follow the acquisition protocol. Then the root cause identified for multiple inaccurate merges is a use error, the surgeon did not performed the final manual adjustments.

Event description:
The surgeon loaded in 3 scans to the rosa to create his plan. However, during each subsequent merge, the software did not create an accurate, automatic merge. The surgeon had to go back each time and remove some of the slices below the nose before he was happy with the quality of the automatic merge. He went through this process for an MRI for planning and the pre-op CT for fiducials. This same issuecame up when trying to load in the post-op CT after the case to check the accuracy of the electrode placement. However, this time, after trying multiple times to merge, cut out slices, and merge again, the rosa software had a glitch and would only provide the message that it was impossible to load exam, no matter what was clicked. The field service engineer was forced to manually switch the robot off and back on. Surgeon decided to use the stealth to check trajectory accuracy because he was frustrated with the repeated failure of the rosa software to automatically merge the images. Delay to case about 20 mins, no patient impact.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
The surgeon loaded in 3 scans to the rosa to create his plan. However, during each subsequent merge, the software did not create an accurate, automatic merge. The surgeon had to go back each time and remove some of the slices below the nose before he was happy with the quality of the automatic merge. He went through this process for an MRI for planning and the pre-op CT for fiducials. This same issue came up when trying to load in the post-op CT after the case to check the accuracy of the electrode placement. However, this time, after trying multiple times to merge, cut out slices, and merge again, the rosa software had a glitch and would only provide the message that it was impossible to load exam, no matter what was clicked. The field service engineer was forced to manually switch the robot off and back on. Surgeon decided to use the stealth to check trajectory accuracy because he was frustrated with the repeated failure of the rosa software to automatically merge the images. Delay to case about 20 mins, no patient impact.